Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long, or installing the implant too deep. The patient also had preexisting s1 pain.

Event description:
The patient had preexisting s1 pain symptoms before having left side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient's pain symptoms did not improve following the procedure. The surgeon determined via CT scans that the superior positioned implant had breached the neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the superior positioned implant using chisels. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.